Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a bariatric surgery, the reload did not fire the staples during the procedure. There was no pt consequence.